Event description:
Customer reportedly received the following results on the aviva nano system within 10 minutes: 20 mmol/l, 13 mmol/l, and 8 mmol/l. Customer tested 6.2 mmol/l and 6.2 mmol/l on her compact plus system within 10 minutes of reported results obtained on the aviva nano system. No actions taken based on device results. No adverse event reported. Requested return of suspect device.

Manufacturer narrative:
The event occurred in (B)(6). This medwatch report is for the suspect device used in the compact plus system (lot number 207204, expiration date 01/31/2011). (B)(4).